Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced unexplained high blood glucose levels, and went to the emergency room with a reading of 37 mmol/l. It was stated that the customer experienced ketones and vomiting prior to the event. It was stated that the insulin pump was not delivering insulin, and it did not emit any alarms. Troubleshooting was declined, and a replacement insulin pump was requested. Nothing further was reported.